Event description:
It was reported that the procedure was to treat a 99% stenosed lesion in the distal right coronary artery with moderate tortuosity and moderate calcification. The bmw universal ii guide wire was advance; however, after the torque device was connected to the guide wire, it was not able to torque the device, due to the anatomy, and the guide wire was difficult to remove. After removal, it was noted that the tip was stretched. A non-abbott guide wire was used to continue the procedure. There were no adverse patient effects. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Device evaluation: it is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device cannot be completed. A review of the lot history record revealed no non-conformances related to the reported event, indicating all lot release testing met acceptance criteria. A query of the complaint-handling database indicated there are no similar incidents reported from this lot. Based on the review, no product deficiency was identified.